Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope had an object stuck in the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, device evaluation found pink residue inside the borescope. Based on the results of the investigation, a root cause could not be identified. Despite good faith attempts the user culture results and cleaning disinfection and sterilization processes were not shared. A supplemental report will be submitted if additional information becomes available. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.